Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube, cracked battery tube threads, cracked display window corner and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.